Manufacturer narrative:
The manufacturing record review was performed for intraocular lens model zcb00 (diopter 21.5) serial no. (B)(4). All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. There are no discrepancies or defects found during the mrr (manufacturing record review) that are related to the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Based on the manufacturing record review, there are no discrepancies or defects found. No non-conformances were generated during the manufacturing process of this lot. All manufacturing operations were in compliance. The documentation showed that all 1mtec30 cartridges were released within specification when this lot was completed. A review of the manufacturing process and/or the materials in change control system showed that no changes were implemented with this lot or close to the date when this lot was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Two 1mtec30 cartridges of the same lot were received and it was noted that they were not returned in their original package. The cartridges were visually inspected under the microscope. Visual inspection of the first returned cartridge revealed fiber/particles that could be related to the handling the unit in a non-sterile environment. No product damaged was observed in the cartridge returned. Visual inspection of the second returned cartridge revealed residues of viscoelastic solution and a crack was observed on cartridge tip area. Based on the investigation and review of manufacturing records, the condition of the returned cracked cartridge is not related to the manufacturing process but could be result of the surgical technique or handling of the product. In addition, if any of the instructions of dfu (directions for use) are not followed correctly during the insertion process, it may cause damage to the cartridge. The dfu states to not use the cartridge if the cartridge tip is cracked or split prior to implantation all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date received by manufacturer: corrected to 7/14/2014. All pertinent information available to the manufacture has been submitted. Placeholder.

Event description:
It was reported that upon injecting an intraocular lens (iol) in the eye, the surgeon found a small crack in the optic of the lens. In addition, a small free floating plastic piece (not from iol) was also found in the anterior chamber of the eye, which required the lens to be removed. As a result, the iol was immediately removed from the eye by cutting a haptic and nearly splitting the optic into two halves. It was further stated that there was some difficulty in putting the iol in the injector system. In addition, the surgery was delayed by ten minutes and the patient was exposed to longer surgical time, more tissue trauma and potentially more inflammation. The incision was not enlarged, and there was no patient injury or complication reported. The patient was prescribed maxidex and chloramphenicol post operatively. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the iol was cut in half and one haptic was broken. Under microscopic inspection viscoelastic residue and fibers were observed. Several scratches near the cut of the lens were observed. The condition observed in the lens (cut in a half) and the way in which the cut is formed is consistent with a lens that has been ¿explant¿. Due to the fact that the lens was handled and cut with sharp tools, the scratches observed near the lens cut could not be confirmed as cosmetic defects related to manufacturing. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.